Event description:
It was reported that during implant attempt, the doctor was unable to get adequate pacing and sensing thresholds without diaphragmatic stimulation due to patient anatomy. The lead was not used. It was further reported that there was a lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted on all conductors (not obstructed); the full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the doctor was unable to get adequate pacing and sensing thresholds without diaphragmatic stimulation due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted on all conductors (not obstructed); the full lead was returned and analyzed.